Event description:
It was reported that the user paused insulin and disconnected from the ilet pump, which led to depleted insulin and elevated blood glucose; after recently changing the infusion set, the user changed only the cartridge and received troubleshooting and education, with a subsequent check confirming a downward trend to a blood glucose of 305. Symptoms included hyperglycemia with a peak of 396 mg/dl and anxiety. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the pump component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.